Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) defib conductor fractured; full lead returned and analyzed.

Event description:
It was reported that there was a lead fracture. The patient had fallen on ice on his left side where the lead was located. It was further reported that there were abnormal defibrillation thresholds. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that there was a lead fracture. The patient had fallen on ice on his left side where the lead was located. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.